Event description:
It was reported that the device was used during a gall bladder procedure, the clips would not advance. After 2 clips the clip would not deliver. Only 6 clips in the instrument. Another device was used to complete the case. No pt consequences.